Event description:
Per the surgeon's report, this patient developed an abscess at the implant site. The surgeon explanted the device on 04/2006. Plants for reimplantation of a new device were not reported to cochlear.